Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was cleaned to remove all traces of moisture, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate due to excessive moisture. There was no report of patient involvement.